Event description:
During troubleshooting on an architect c8000 instrument refurbished by (B)(4), an abbott field service representative observed intermittent leaking from the cuvette wash tubing and the probe wash pump tubing. The tubing was subsequently identified as the incorrect tubing, which had a larger diameter than the correct tubing. Upon review, it was confirmed that the tubing used by (B)(4) was not the correct part number. As a result of the above, a product deficiency was identified and field action fa29may2015 was taken to address the issue. No injury or impact to patient management was reported due to this issue.

Manufacturer narrative:
(B)(4). The following corrective and preventive action has been taken: abbott diagnostics division contacted the (B)(4) customers to explain the situation and instructed them to immediately discontinue use of these architect c8000 instruments. All impacted customers acknowledged receipt and understanding of this issue on may 29, 2015. All (B)(4) customers received replacement architect c8000 analyzers.